Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had contributed to the worsening of the patient's cardiomyopathy. Boston scientific technical services (ts) discussed programming the lv lead off, but as the patient has right bundle branch block, synchrony is needed. Additional information was received which indicated that the lv lead was at an incorrect position, causing the patient's heart failure symptoms to worsen alongside with bi-ventricular pacing. All pacing was turned off and the patient was monitored. The lv lead remains implanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead had contributed to the worsening of the patient's cardiomyopathy. Boston scientific technical services (ts) discussed programming the lv lead off, but as the patient has right bundle branch block, synchrony is needed. Additional information was received which indicated that the lv lead was at an unfavorable position, causing the patient's heart failure symptoms to worsen alongside with bi-ventricular pacing. All pacing was turned off and the patient was monitored. The lv lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).